Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that probe did not cut and aspirate during vitrectomy surgery. The surgery was completed after replacing with new product. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with white foreign material on the port face and on body needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be nonconforming for actuation and conforming for aspiration and cut. The probe was disassembled and the components inspected. Excessive wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and other locations on the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached was reviewed by the manufacturing site. Photo show a label with reported lot number. Reported issue cannot be confirmed from photo. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for aspiration and cut functional testing. However, the evaluation indicates the probe had an actuation failure. The aspiration and cut functionalities of the probe was conforming; however, the observed actuation failure could have caused the probe to not aspirate and cut at the time the reported event was observed. The most likely cause for the actuation failure is due to excessive use. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. No further investigative or manufacturing actions are warranted at this time due to that the returned sample met specifications for aspiration and cut, and an exact root cause for the actuation failure was due to excessive use of the probe by the user. Per the dfu, the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).